Event description:
The customer stated that she was taken to the emergency room due to high blood glucose levels. The customer stated that she has been having high blood glucose levels for a long time, and nobody can figure out why. The customer stated that she changed the infusion set twice, but continued to experience high blood glucose. All of the settings are correct, as well. The customer and her doctor both feel that the insulin pump is not functioning, and needs to be replaced. Nothing further was reported.

Manufacturer narrative:
The customer was received with all operating currents within specification. The insulin pump passed the error, off no power, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm and self tests. Unable to prime during the prime test due to a faulty force sensor. Unable to complete functional testing due to the prime anomaly. The insulin pump had a cracked reservoir tube and battery tube threads.